Event description:
The reporter contacted animas on (B)(4) 2013 and stated the keypad buttons were not working properly. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was intermittently unresponsive, which has no effect on insulin delivery function; all other buttons responded appropriately. During investigation, evidence of contamination was found under the contrast key contact. Unrelated to the complaint, the battery compartment was observed to be cracked and the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.